Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing. Technical services (ts) indicated that could be movement-related, possibly even coughing. X rays were performed, and the technical services (ts) indicated that the electrode appears to be in a good location, nonetheless the coil is very close to some sternal wires. It is remotely possible that the noise is due to the proximity to the wires. This electrode remains in service. No adverse patient effects were reported.